Event description:
It was reported that the lens vaulted asymmetrically in the patient's left eye approximately 4 weeks post implant. Yag procedures were performed on (B)(6) 2015 and piggyback iol was implanted on (B)(6) 2015. The patient is under observation. Please reference MDR #1313525-2015-01563 for the lens implanted in the right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplement report will be submitted upon completion of the investigation.